Event description:
It was reported that the subject device had a blurry image. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected fields: g1. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps channel is blocked with adhesive. Adhesive on the insertion tube. A root cause could not be identified. Based on the results of the investigation, it may be due to damage to the image sensor unit (broken wire, etc.) Due to use stress, external factors, or handling, or an abnormality in the electrical contact state of the electrical contact of the scope connector (failure). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.